Manufacturer narrative:
No medwatch form was received analysis found that the lead was damaged from 17.5 cm to 18.5 cm from the connector pin. The distal and proximal insulations were damaged in the area of the crush resulting in an electrical short between the coils. The damage sustained was a result of physiological factors (i.e.: rib-clavicle crush).

Event description:
It was reported that the ventricular lead exhibited oversensing and capture anomalies. A lead insulation anomaly was also noted. The lead was explanted and replaced.